Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during a routine device changeout, insulation damage was noted as the outer tubing was folded and wavy. There was also blood/body fluid on the inner surface of the insulation. The lead was explanted. No patient complications have been reported as a result of the event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The proximal conductor was fractured. The distal conductor was distorted. The outer tubing overlay was melted, had cosmetic environmental stress cracking, and had a breached cut. The outer tubing had an environmental stress cracking breach/breach (non-electrical). The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.